Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported, by the pt, that post a coronary drug eluting stenting treatment procedure, chest pain and blockage occurred. The caller stated that she developed chest pain about 2 years ago, after having a taxus express2 3.0 x 16mm drug eluting stent placed in an unknown vessel. She went in for angioplasty and her physician told her the taxus stent was "3/4 blocked. Catheterization performed at this time was too painful and felt like an electric shock, so the procedure was stopped." The pt also reports that she "still has some pain at the current time." No add'l info is available, the caller declined to provide physician info.